Event description:
It was reported that patient experienced a fall about a month ago. Upon x-ray review lead migration issue was observed and upon diagnostic testing high impedance issues were observed. Patient noticed that their system auto reduces itself. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.